Event description:
Additional information indicated that a surgical intervention took place wherein the system was explanted to address the issue.

Manufacturer narrative:
Based on the information provided, a device problem was not identified, and device was not returned. As a result, a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 1627487-2020-48978, 1627487-2020-48986, 1627487-2020-48989, 1627487-2020-48990, 1627487-2020-48991. It was reported that the patient is experiencing ineffective therapy. As a result, surgery intervention is pending to address the issue.